Manufacturer narrative:
A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received erroneous results for two patient samples tested for ion selective electrode (ise) sodium, ise potassium, and ise chloride. The first sample initially resulted as 5.19 mmol/l for ise potassium and 67.4 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The customer decided to repeat the sample because the initial sodium result was high, accompanied by a data flag. The sample was repeated on an abl analyzer, resulting as 3.7 mmol/l for ise potassium and 100 mmol/l for ise chloride. The repeat results were believed to be correct and corrected reports were issued. The second sample, from a (B)(6) female, initially resulted as 154.6 mmol/l for ise sodium, 5.25 mmol/l for ise potassium, and 88.4 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The customer decided to repeat the sample since it was noticed that the ise chloride result was low and the ise sodium result was high. The sample was repeated on an abl analyzer, resulting as 142 mmol/l for ise sodium, 4.7 mmol/l for ise potassium, and 106 mmol/l for ise chloride. The repeat results were believed to be correct and corrected reports were issued. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The lot numbers and expiration dates of the ise sodium, ise potassium, and ise chloride electrodes were asked for, but not provided. The customer removed the ise cartridges, dried between them, and dried the compartment they were in. The customer also reprimed, checked tubing for air, recalibrated, and repeated controls. The customer performed precision studies using both control and patient material. The customer ran a correlation between the ise 1 unit and the ise 2 unit using patient samples. The customer said that the correlation looked very good. The field service representative could not determine a cause. He checked and cleaned vessels. The customer ran calibration and controls. Precision studies performed by the customer were within their specifications. Comparison studies performed also looked good.